Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light cover and optical cover glass were stained, the light cover and optical cover glass adhesives were worn, the colored ring of the aspiration and air/water housing on the control body was worn, the image was misty and failed the hot/cold test, and the air/water channel volume, water flow and water removal was not to specification due to the clogged nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had no air/water flow. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The foreign debris was protruding from the air/water nozzle. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.